Event description:
It was reported that a clearlink system non-dehp solution set had a ¿tiny leak around the bottom of the chamber¿. This was further described as ¿it seems to leak where the tubing meets the hard plastic piece¿ (drip chamber). The issue was identified shortly after the start of a patient infusion with an unspecified chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.